Event description:
Related manufacturer report number: 3006705815-2023-00400. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted and replaced. Following the procedure, the patient reportedly felt pain in the groin down to the feet (manufacturer report numbers: 3006705815-2023-00401 and 3006705815-2023-00402) and the leads were removed due to the discomfort.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.